Event description:
Pt being monitored for intercerebral pressure. Readings 6-7. Accuracy of reading questioned by caregivers. Monitor cables, transducer box and external tubing set changed. Intercerebral pressure then reading 49. Medical intervention initiated for elevated reading.